Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H4: based on the lot number provided, the manufacturing date of the device was in the month of october 2014, but a specific date could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, the tip damage was likely due to user mishandling. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: (instructions for use, rev 99-1034_dj) states, "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects." (Warnings#1, page 4); " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged." (Warnings#3, page 4) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the cystourethroscope standard obturator, 23fr tip is cracked. The reported issue was discovered during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.